Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, vaginal vault prolapse, enterocele, rectocele, urodynamic stress incontinence and urinary urgency. It was reported that the patient had the concurrent procedures of lysis of adhesions, laparoscopic sacral colpopexy , cystourethroscopy and posterior colporrhaphy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and vaginal vault prolapse and mesh was implanted.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.